Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem: codes provided by the MFR. This report mailed in to FDA on: 07/13/2007.

Event description:
Site reported undercorrections. Upon review of data provided by the physician it was determined that this pt exhibited a +.25 diopter overcorrection , not an undercorrection, and a 2 line decrease in bcva at 1 month post-op in the left eye. This report is for the left eye. The right eye will be reported under MFR report # 1061857-2007-00381. Add'l info has been requested.